Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced low blood glucose. Blood glucose level at the time of the incident was 46 mg/dl treated with food and apple juice. The customer reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 109 mg/dl and sensor glucose was 46 mg/dl at the time of the event, the difference is outside the acceptable range. The low blood glucose event was not related to the sensor glucose vs blood glucose differenced. Auto mode feature information was unknown. Customers last blood glucose reading was 170 mg/dl. The insulin pump and sensor will not be returned for analysis.